Manufacturer narrative:
A ge svc rep performed an onsite investigation. The mainframe power supply was adjusted. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system continued to perform fluoroscopy after the run had stopped and that a communication failure error message was displayed. This happened outside of a case. No pt injury was reported.